Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience expedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous left circumflex artery and 90% stenosed. The lesion was pre-dilatated with a 2.0x08 unspecified balloon and a 2.75x23mm xience xpedtion stent implanted. A distal edge dissection was observed post deployment and a 2.75x38 xience xpedition stent was implanted to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.